Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation of the component found evidence of damage caused by removal instrumentation. There was a region with a slightly cloudy appearance on the bearing surface with a few light scratches indicative of that region being the load bearing region of the component. The user facility was notified of the event on march 31, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed april 4, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2011 due to loosening and metallosis. The acetabular cup, modular head and taper adapter were removed and replaced.